Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device as an elective placement for mechanical circulatory support and the following day the patient experienced a stroke and expired. The patient presented with st-segment elevation myocardial infarction. The patient had multi-vessel disease and was planned for coronary artery bypass grafting with intraoperative placement of the impella 5.5 device. The patient had diffused post-op bleeding. Heparin was withheld due to the bleeding with plans for washout and evaluation of heparin drip the next morning. The impella 5.5 device was successfully implanted for mechanical circulatory support. Transesophageal echocardiogram showed the inlet 5cm to aortic valve in the operating room. The following day, the patient's pupils were blown. The patient was taken for a computed tomography scan, which showed an ischemic stroke with multiple emboli. The patient subsequently expired this same day. Further information noted the impella was primed for 20 minutes before insertion, the graft and sheath were de-aired twice before insertion, and prior to impella placement, the patient had air bubbles in the left ventricle.